Manufacturer narrative:
(B)(4). This lot was manufactured september 30, 2014 to october 03, 2014. Evaluation summary: the device was received for evaluation. A visual inspection was performed and revealed a white particle approximately 0.61 mm in length, floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate inside the reservoir of a small volume intermate. The device was filled with an unspecified amount of tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.